Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The serial number of the device is unknown. Therefore, the manufacture date and expiration date cannot be determined. The implant and explant dates are also unknown. The date of event is an estimate as the exact date is unknown. (B)(4).

Event description:
It was reported that there was erosion and the implantable loop recorder (ilr) subsequently fell out of the pocket without the patient being aware. This was noted during a follow up. A replacement ilr was implanted. No further patient complications have been reported as a result of this event.